Manufacturer narrative:
Insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime or unexpected restart. A cold reset was performed test due to faulty fsr (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
The customer reported via a phone call that the insulin pump had damage. The customer blood glucose level was 280 mg/dl. Customer declined high blood glucose troubleshooting. Customer states belt clip spring broke and the belt clip part kind of snapped and automated system was difficult to navigate through. The device will be returned for analysis.